Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving alarms that her sensor glucose was 60 mg/dl and it would turn off the basals. Customer ate something to try to get her blood glucose back up. Customer's blood glucose was now 422 mg/dl. Customer stated that the sensor woke her up all morning long and the pump was alarming continuously. Customer ate without taking insulin and that is why her blood glucose is high. Customer received a sensor error during warm-up. Customer stated that she may have scar tissue or hardened tissue. Customer treated with the pump. Troubleshooting was performed for the differences in readings. Customer was advised to monitor sensor glucose performance. Customer's current blood glucose was 416 mg/dl. Customer stated that she would like to try continuing to wear the sensor.